Event description:
It was reported that during preparation of the device for cardiopulmonary bypass procedure, that the roller pump vibrated excessively and was noisy. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was not confirmed. The pump was returned, evaluated and found to have a noise level that is comparable to fully functional roller pumps. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.